Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6) of 2012, patient underwent a left total hip arthroplasty and was implanted with a connexion gxl polyethylene liner. On or about (B)(6) 2023, patient is scheduled to undergo left total hip revision surgery to remove the failed gxl liner due to polyethylene wear, instability, and osteolysis of the acetabular component. Patient has endured and will further endure a painful recovery and rehabilitation process from her revision surgery, and continues to have ongoing pain.

Manufacturer narrative:
These devices are used for treatment not diagnosis. There is no other information.

Event description:
Additional information received-as reported via legal documentation the patient had a left hip replacement on (B)(6) 2012. Approximately 10 years and 10 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: wear of articular bearing surface of internal prosthetic left hip joint there was wear and delamination of the polyethylene liner. This was removed. There was osteolysis behind the cup. Patient tolerated the procedure well and was transferred to recovery in stable condition.

Manufacturer narrative:
H3: the revision reported in the case was likely the result of polyethylene wear of the acetabular liner, instability, and osteolysis after being implant for over 10 years. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.